Event description:
The pt was unconscious. The paramedics were called. The paramedics tested his blood glucose with their device and it was 90 mg/dl. They tested his blood glucose on the suspect device and it was 160 mg/dl. He was given "sugar water" until he gained consciousness.